Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the patient reported delayed healing and the physician noted a suspected infection at the incision site. Patient was placed on antibiotics at that time and seen in the physician's office for a follow-up on 06dec2023. During the follow-up visit it was noted by a nalu representative that there was visual confirmation of surgical wound dehiscence. On (B)(6) 2023 the patient was refered to an acute facility for admission. Patient was placed on intravenous antibiotic treatment and a full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
Lab testing performed while the patient was in the acute facility confirmed staph infection localized at the surgical site only. Poor healing and wound dehiscence are known inherent risks of surgical procedures. Open wound likely allowed bacteria to enter the site and cause further delay in healing. There is no indication that the nalu system caused or contributed to the presence of infection.